Manufacturer narrative:
Bd urological critical care division of cr bard completed their investigation and provided hollister with their results of investigation on october 31, 2018. Their results stated the following: the reported event was confirmed. Visual evaluation noted three unopened lot samples and one used broken portion of a silicone intermittent catheter. Dimensional analysis was performed on the three lot samples received. All of the dimensional measurements were found to be with specification. Dimensional analysis was then performed on the broken portion of the used catheter. The dimensions that were possible to test were found to be within specification. The length of the broken portion of the used catheter was also measured, however it is uncertain what portion of the catheter was returned based on the sample received. A complaint frequency analysis report and a decision reference form were completed. The results of the investigation concluded that the complaint frequency and complaint threshold have not been established yet since there are no similar complaints, and a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Although the reported event was confirmed, a root cause could not be determined.

Event description:
It was reported that the mother of a 10-year-old boy with spinal cord injury was unable to remove the intermittent catheter from her son's urethra. She took him to the hospital where the catheter broke in 3 places while they tried to remove it. Surgery was required to remove the catheter pieces from the end user's genitourinary tract.

Manufacturer narrative:
Hollister notified cr bard, the manufacturer and specification owner of this report on (B)(6) 2018. Cr bard private labels this device for hollister incorporated. The weight of the end user is not known so an estimation was used for this medwatch. Post marketed performance data reviewed and no trend observed. Actual used and unused representative samples provided to cr bard for evaluation. The results of investigation and DHR review are still pending from cr bard.

Event description:
It was reported that the mother of a 10-year-old boy with spinal cord injury was unable to remove the intermittent catheter from her son's urethra. She took him to the hospital where the catheter broke in 3 places while they tried to remove it. Surgery was required to remove the catheter pieces from the end user's genitourinary tract.